Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. The product is not available for return. This investigation is on going.

Event description:
It was reported by the user facility that microscopic pieces of rigid plastic entered through the tubing cassette, and the needle into the patient's eye during surgery. The doctor used forceps to pull the rigid piece out. The incision was not enlarged and no sutures were needed. No patient impact or injury reported.

Manufacturer narrative:
Correction h6 type of investigation from 4114 to 4115. The product nor the particle was available for evaluation and no further information has been provided. Therefore, we are unable to investigate further for root cause. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.